Event description:
The new fentanyl pca cartridge was started in the evening, the nurse made sure to double check his settings (25 mcg pca/ 7 minute lockout/ 0 mcg/ 4 hour dose limit/ 0 mcg continuous infusion). The nurse again checked the pca doses two hours later. At this time, the patient had used his pca four times over a four hour period, twice before the new cartridge was started and twice after. One hour later, it was noticed that the patient had somehow used approximately 1170 mcg in 3 hours. The pump was changed but staff suspected the patient may have tampered with the device.